Manufacturer narrative:
This supplemental report is being submitted to provide correction to h6. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was additionally reported by the customer that the patient was assessed for metal allergy prior to inserting the clip. The clips were removed due to the patient complaining of itching. After the clips were removed, no other treatment was necessary and the patient was discharged in stable condition.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following patient identifiers(B)(6).

Event description:
It was initially reported that after completing a hemostatic clip procedure in the cecum of the ascending colon, the patient began to experience itching on the abdomen. It was confirmed by the facility that the subject device was used on a patient with a metal allergy. It was additionally reported that though the itching was minor, the patient was returned to the facility for an endoscopy to have the clips removed. There were six clips placed and removed. There was no reports of patient harm or injury following the clip retrieval. The customer reports there was no defect of the subject device.